Manufacturer narrative:
The field service engineer (fse) was dispatched due to the customer observing smoke coming from the back of the architect i2000sr isr53628 after a power surge. While troubleshooting the issue, the fse discovered that the source of the smoke was due to charred/burned out capacitor of vacuum pump. Service replaced the pump, vacuum (rohs) and deemed the part the cause for the issue. There was no impact to patient management, user safety, or facility damage reported. There were no injuries reported and no damage to the instrument. A review of the achitect isr53628 service history, revealed no contributing factors to the event and no additional issues of charring/burn smell/smoke coming from a part on the isr53628. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring/burn smell/smoke observed was limited to the capacitor pump, vacuum (rohs)_part number 7-77795-02; the charring/burn smell/smoke did not spread to other parts of the module. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no product deficiency.

Event description:
The customer observed visible smoke and a burning smell on the architect i2000sr instrument. The instrument tripped and it was noted that there was smoke on the back of the instrument. The vacuum pump capacitor had a burnt smell upon inspection. The vacuum pump and the low-voltage power distribution board were replaced. There was no one harmed. No impact to patient management was reported.